Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported a home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated for peritonitis with injection (inj) fortum 1 g intraperitoneally (ip) and inj magnex 2 gm ip once daily. At the time of this report, the patient was still hospitalized and the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available at this time.